Event description:
Spontaneous, home health nurse heather reports pump is not functioning properly as she believes it is running slower at the final step of the pump program. After 2.5 hours running based on the program there should be around 225ml left to infuse but she states there is about 400ml gamunex-c remaining in the vial. She is going to stop the pump and infuse the remainder via gravity. Pharmacist advised pump will be replaced. No missed dose, unknown if pt experienced ae. Product will be returned. Pt has 2 pumps on had hand serial numbers (B)(6). Unknown which pump is malfunctioning. Reported to (B)(6) by: health professional.